Event description:
Baxter reports longitudinal cracks in the tubing of three transfer sets. The cracks were noted after approxiamtely 2 weeks of use. Per baxter no patient injury or medical intervention was associated with these incidents.